Event description:
A report was received that the patient's precision system was not working and the patient was in severe pain. The patient previously had four lead revisions, in which the leads were explanted and replaced. The reason for the revisions in unknown.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Ipg remained implanted in patient. Additional suspect device components involved in the event: model: sc-8116-50 description: artisan 2x8 paddle lead model: sc-2138-50 description: linear lead (phase iiia), 50 cm 0.014 inch stylet pre-loaded a review of the manufacturing documentation of the suspect devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.